Event description:
It was later reported the patient had an intrathecal dilaudid trial injection. The patient did not have a pump. The patient did not experience sequelae.

Manufacturer narrative:
Concomitant medical products: catheter: serial# unknown. (B)(4).

Event description:
It was reported that prior to pump implant the patient had been in the hospital for five and a half months and it caused the pain to grow. The patient then acquired c-diff. Following the new pump implant the patient experienced increased pain. The patient had gotten worse rather than better. It was believed the pump was not working. The pain was so bad they could not think or do anything. It hurt too bad to lie down or sit; "everything hurts" and they could not sleep at night. The patient was vomiting and experienced secondary problems of swelling in their feet and legs. The patient stopped taking some of their medication for pain as they believed it caused swelling. The patient had tapered off their prednisone. The patient was "almost house bound." The patient had a disease that caused them to have some permanent damages and memory issues. The patient had a follow up appointment with the hcp in (B)(6). The pump was delivering dilaudid.